Event description:
New information received indicates that the cap maintenance measurement oversensing was observed. When the patient came back for a follow-up, cap maintenance measurements were stable and the physician elected to not make any programming changes.

Event description:
It was reported via remote transmission, non-sustained rv oversensing and ventricular noise reversion was present, while performing capacitor maintenance. Oversensing of the shorted output storage detection caused the test to abort. No programming changes were made and the patient remains being monitored.

Manufacturer narrative:
.